Event description:
Customer reported one elevated patient result. The leadcare ii capillary blood test showed 43 g/dl, while the confirmatory venous blood test was <1 g/dl. Confirmation test results were not provided to technical services (ts). Ts troubleshooting indicated that controls were run and were within expected values. Upon review of the sample collection method, ts identlied manufacturer's instructions had not been followed. The customer did not wash the patient's hands with soap and water and allow them to air dry, did not remove the first drop of blood, did not wipe the outside of the capillary tube, and mixed the treatment reagent tube by inverting twenty times instead of the required eight to ten times as indicaed in the leadcare ii IFU.